Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy, red skin irritation on his back under the therapy electrodes. Follow-up indicated that the patient's doctor prescribed a lotion for the irritation. The patient's medical outcome is unknown.